Event description:
Caller reported an error related to their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller in performing the reset, after which the monitor error code was no longer displayed, and the caller successfully started a new sensor session.